Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that tubing came out of clip at quick release connector while sleeping. The patient shot with pen and got the site on. The site was at the upper hip and the pump was on the same side in relation with the site. The infusion had been in use for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was uncertain whether there was stress or pull on the tubing as the pump might fell out of pocket and was hanging off the bed. The patient was unsure whether the pump was dropped with the set connected to the patient's body. No further information available.